Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the dbs patient underwent the procedure due to an infection involving non-boston scientific leads and extensions, boston scientific adapters were also explanted. The implantable pulse generator (ipg) was electively explanted, no device related concerns were made. The devices were disposed by the hospital and will not be returned for analysis. Postoperatively, the patient was recovering. Additional information was received indicating that the cause of the infection remains unknown. The patient was initiated on antibiotic, and cultures were obtained; however, it is not possible to provide the culture results at this time. Postoperatively, the patient remains stable.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - nhl, pjs. Additional suspect medical device components involved in the event: product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event d2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 7077422. UDI: (B)(4). Product family: dbs-adapters. Upn: m365db9218150. Model: db-9218-15. Serial: (B)(6). Batch: 7080146. UDI: (B)(4)

Event description:
It was reported that this deep brain stimulation (dbs) device was explanted due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the dbs patient underwent the procedure due to an infection involving non-boston scientific leads and extensions and boston scientific adapters. The implantable pulse generator (ipg) was electively explanted, no device related concerns were made. The devices were disposed by the hospital and will not be returned for analysis. Postoperatively, the patient was recovering.